Event description:
It was reported that pump displayed malfunction alarm with code malf 12, and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, and confirmed that malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code occurred again.